Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an enteral feeding pump. The customer reported that there was a smell coming from the power supply and noticed a circular burn hole through the casing of the adapter. The pump was not in use at the time, but it was plugged in. There were no patients in the room.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. The reporter anecdotally reported that a similar event happened approximately 6 months ago with another enteral feeding pump; however, he was unable to provide specific information regarding the product and event.